Manufacturer narrative:
Facility name: (B)(6) hospital. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a distorted image and defective video cable. The issue occurred prior to use. There were no reports of patient harm.

Event description:
It was reported the camera head had a distorted image and defective video cable. The issue occurred prior to use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no new reportable findings. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to cable unit damage, there is a poor image quality. The most probable cause is cause traced to the user not following the manufacturer's instructions. The following is included in the instructions for use (IFU): "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable." A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional results of the legal manufacturer's final investigation. Updated fields: g3, h2, h6-investigation conclusions, h11 corrected fields: e1, h6-investigation conclusions in addition, the following reportable malfunction was identified during the device evaluation: no image visible which is due to component failure a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to cable unit is depressed there is no image available.the cause of the damaged cable unit could not be established.

Event description:
No new additional information received from the customer.